Event description:
It was reported that a malfunction alarm occurred, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer had not previously reset the pump, so technical support provided assistance for resetting it. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if further issues arose.